Manufacturer narrative:
During the preparation of a 8x20 18mm large palmaz stent delivery system (sds) to implant the stent in a vessel, the physician attempted to complete air purge but the air continuously released and the user could not complete air purge. Therefore, only the balloon catheter was replaced with a new balloon catheter (B)(4) and the stent was deployed in the target lesion. The procedure finished successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was returned for analysis. One non-sterile unit of 18mm sds large 8x20 sds was returned without the stent. Per visual analysis the balloon had not been previously inflated or deflated and no anomalies or damages were noted on the unit. The balloon returned was a maxi ds, the balloon upon which the stent is pre-mounted. Per functional analysis a leak test was performed. Negative pressure was applied to purge the balloon of air. The balloon maintained negative pressure with no anomalies found. Then the balloon device was inflated to 10atm (atmospheres) and deflated with no leakage noted. A device history record (DHR) review of lot 17599227 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during negative prep¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the event as the reported issue could not be reproduced during analysis. According to the information received the stent was removed from the maxi ds balloon and placed on a powerflex pro balloon catheter by the operator and then deployed in the patient. This constitutes off-label usage for this device and is advised against in the product labeling. According to the instructions for use and not intended as a mitigation of risk ¿do not attempt to remove or readjust the stent on the delivery system. Do not attempt to remove or readjust the stent on the delivery system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the preparation of an 18mm sds large 8x20 18mm large palmaz stent delivery system (sds) to implant the stent in a vessel, the physician attempted to completed air purge but the air continuously released and the user could not complete air purge. Therefore, only the balloon catheter was replaced with a new balloon catheter (4400802s) and the stent was deployed in the target lesion. The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.